Manufacturer narrative:
This event was reported from the transbronchial biopsy assisted by robot guidance in the evaluation of tumors of the lung (target) study 19-br-0001 ((B)(4)). The device was not returned for evaluation. There was no allegation of device failure. Risk of pneumothorax is documented in (B)(4), rev e, monarch bronch risk management report and is deemed to be acceptable. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the labeling.

Event description:
It was reported that after a monarch-assisted bronchoscopy procedure a patient developed an iatrogenic pneumothorax in the left upper lobe (lul). The patient had postprocedural chest x-rays at 3:30 p.m. That demonstrated a small apical 3-4 mm pneumothorax. Repeat chest x-ray at 6:30 p.m. Showed increased pneumothorax to 1 cm despite being on a full-face mask. The patient was admitted to the hospital for observation and placed on 15 l salter cannula for supportive treatment of the pneumothorax. Overnight, the patient had repeated x-rays which was found to be stable and there was no evidence of desaturation without supplemental o2. The patient was discharged the following day.

Manufacturer narrative:
Updated section h6: b17, d12.